Event description:
Event: (cc# 98-00403) after iabp for a few hours, the iab leaked and the iab was removed. The following information was reported to datascope on 6/8/98: the iab was inserted into the patient on 3/26/98 at 4:30 p.m. On 3/27/98 at 5:00 a.m., the iab leaked and the iab was removed at 5:45 a.m. No second iab was inserted into the patient. Inspite of several calls to the facility, the iab was never returned to datascope for evaluation. [Event complications]: none from the event - reported 3/31/98, 6/8/98. [Patient's current status]: expired - rpt'd 6/8/98.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 6/19/98).